Event description:
It was reported the battery compartment cannot open. The epg (external pulse generator) was returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. The battery drawer was broken (pried on), and the battery release was contaminated (sticky). The lower case, ring cover, lead flex cover, keyboard pad, and battery flex were also contaminated. Two side bail covers and the upper case were found to be broken, battery contacts compressed, two side bails missing, and the encoder flex damaged (pinched). (B)(4).